Manufacturer narrative:
(B)(40. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair on (B)(6) 2014 and mesh was implanted. It was reported that the patient developed a superficial wound infection on (B)(6) 2014. The infection was noted to be mild in severity and treated with oral antibiotics.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent supra-umbilical epigastric hernia repair. On (B)(6) 2015, the patient experienced swelling, redness and discomfort at the incision site. The incision was edematous, erythematous with a mild purulent exudate at two points. The surgeon opines that obesity, open hernia surgery and nothing specific contributed to infection. The current patient condition is well and mobile. The wound sepsis has resolved but patient still has large hematoma which is beginning to liquify, and patient has some discomfort from hematoma.